Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery, the basket on an ngage nitinol stone extractor would not open or close. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Additional information regarding how the procedure was completed as been requested but is not available at this time.

Event description:
Additional information was received 07jan2023: it was discovered that the ngage nitinol stone extractor would not open and close while testing the product before the procedure. The procedure was then completed using an unspecified new product.

Manufacturer narrative:
Additional information: summary of event: as reported, during a retrograde intrarenal surgery, it was discovered that the basket of an ngage nitinol stone extractor would not open and close while testing the product before the procedure. The procedure was completed using an unspecified new product. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A picture was provided that showed the basket in the closed position. A review of complaint history records shows no other related complaints associated with the complaint device lot. A review of the device history record found no non-conformances related to the reported failure mode. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other known lot related complaints had been received from the field, it is concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU did not provide any information related to the reported issue. An image was provided by the user that showed the basket in the closed position. The image did not show any damage or other information that would have indicated a possible cause for the issue. There are multiple possible causes for the reported issue of the basket not opening and closing properly. Without the device available for investigation, the nature and cause of the issue could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.